Event description:
It was reported that externalized conductors were observed via x-ray. No electrical anomalies were found. Lead remains implanted.

Manufacturer narrative:
(B)(4).

Event description:
New information received noted that increased capture threshold was observed due to the externalized conductors. No further information available.

Manufacturer narrative:
No medwatch form was received.